Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported splits in a cartridge during an intraocular lens (iol) implant procedure. She stated she doesn't have any information regarding the cartridge, such as patient information or other details regarding the procedures.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. The date (B)(6) 2017 is written on the back of the pouch. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip is cracked and has an aneurysm which has torn on the right side (almost to the end of the tip). Product history records were reviewed and documentation indicated the product met release criteria. The associated products were not provide. It is unknown if qualified products were used. The returned cartridge was damaged. The tip was cracked and had an aneurysm which had torn. The root cause for the tip damage could not be determined. This type of damage typically occurs if the lens is not positioned correctly or if the handpiece plunger is not positioned at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).